Event description:
Hcp reported the pt delayed their refill appointment by 4 days because pt was sick. In the past pt had cut it close before without any problems. Pt went into withdrawal the weekend before their appointment with symptoms of increased pain, diaphoresis, nausea, and vomiting. Pt went to the emergency room and was given a shot of morphine, phenergan, and ativan. When he came to the clinic for their refill, pt still was not looking well. The pump was supposed to have 2cc left and it had 2.2 cc. The hcp states the pt has done okay before with low volumes in the pump. "This is a new pump and maybe more sensitive." The pt is reported to be doing okay and the hcp has not heard any complaints from pt since the episode.